Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 3 devices were received. 3 device investigation types have not yet been determined. 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device was reportedly leaking. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 6 previously reported events are included in this follow-up record. Product return status 5 devices were received. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 6 malfunction events in which the device was reportedly leaking.6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 6 events were previously reported during the reporting quarter; however, - 1 event was reported in error. - 5 previously reported events are included in this follow-up record. Product return status 5 devices were received.

Event description:
This report summarizes 5 malfunction events in which the device was reportedly leaking. - 5 events had no patient involvement; no patient impact.